Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set was leaking. The following information was received by the initial reporter with the verbatim: ¿while started priming etoposide with three pot lo sorb tubing, chemo started leaking through the tubing. I clamped the tubing right away. The spill was less than 5cc. We safely removed and disposed the tubing into the biohazard bin. Notified the primary team physician. The spill was contained properly.¿

Manufacturer narrative:
Investigation results: product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 10015861a and lot# 23085138 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents.

Event description:
No additional information.